Event description:
The pacemaker involved in this MDR report was implanted in a (B) (6) child. The physician observed that the implant had recorded episodes that show inappropriate fallback mode switch (asynchronous pacing at programmed basic rate) when the patient was exercising, although spontaneous sinus rhythm was observed in the atrium.

Manufacturer narrative:
(B) (6): this event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. As mentioned in the labeling, interactions might be observed in young patients, small children or babies between the patient's spontaneous rhythm and pacemaker operation - and specifically related to the warad operation (window of atrial rate acceleration detection), as observed on the egms shown below (p waves falling in the warad although the rhythm was spontaneous). Review of the fms episodes (see typical example above) showed that the fallback mode switch episodes recorded were inadequately triggered during spontaneous sinus rhythm because of the patient's atrial rate variability during exercise. This complies with specifications, although it might not be well tolerated by this young patient with a high and variable sinus rate. The warad is part of the implant automatic operation and is not configurable.